Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of event: journal of orthopaedic surgery, volume 5, 2010.

Event description:
Journal abstract received: medial pelvic migration of the lag screw in a short gamma nail after hip fracture fixation: a case report and review of the literature; li x, heffernan mj, kane c, leclair w.; journal of orthopaedic surgery. 2010; 5:62, reported: the second unknown patient also experienced lag screw (an unknown proximal femoral nail lag screw) migration without skin extrusion in the setting of a minor trauma. In walking and normal weight bearing patients, the combination of axial and torsional load could contribute to lag screw migration. It is unknown if this is a synthes device. This report is 1 of 1 for this complaint (B)(4).